Manufacturer narrative:
The complaint sample was returned incomplete but the reported event was confirmed. The power adaptor was bent. There was a large amount of displaced material visible throughout the power adaptor, including numerous dents and surface scarring. There were also signs of wear throughout the remainder of the complaint sample. A manufacturing review revealed no discrepancies. No further investigation is required. The cause is attributed to stresses applied on the device. Date greatbatch was made aware of the complaint. It was discovered during review of malfunctions leading to previous adverse events that this complaint was not filed via emdr for the straight reamer handle power adaptor becoming bent/deformed during surgery. The appropriate correction has been implemented to ensure this malfunction will be filed via emdr accordingly. Complaint information provided by distributor, zimmer biomet.

Event description:
It was reported during an unknown patient procedure that the instrument is not operating properly as the shaft is bent or off center. No adverse events reported. Procedure was completed with another device without surgical delay.